Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting loss of capture. It was noted that the issue was likely caused by the placement of a melody transcatheter pulmonary valve that interfered the lead's connection with cardiac tissue. A chest x-ray found no evidence of lead dislodgement. The lead was capped and replaced on (B)(6) 2019. The patient was well post-procedure.